Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 484 mg/dl at the time of incident. The customer stated they were changing out my reservoir the insulin pump and it dropped. The customer stated that when changing the set the insulin pump fell. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per the healthcare professional's instruction. The customer was advised that the insulin pump will need to be replaced. The reservoir will be returned for analysis.